Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause for this failure mode could be "misuse of device." The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this fecal management system product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the fecal management system product ifus are found to be adequate based on past reviews.

Event description:
It was reported that a staff nurse was administering a medication enema through the dignishield port. The port broke off and the nurse was splashed in the face. It was noted that the port did not break into multiple pieces; however, the plastic did dislodge from the rubber. The broken device was removed from the patient and placed with a new catheter. The nurse was sent to occupational health, due to the potential harm of the stool/medication mixture. The device had been placed in the patient for greater than one week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a staff nurse was administering a medication enema through the dignishield port. The port broke off and the nurse was splashed in the face. It was noted that the port did not break into multiple pieces; however, the plastic did dislodge from the rubber. The broken device was removed from the patient and placed with a new catheter. The nurse was sent to occupational health, due to the potential harm of the stool/medication mixture. The device had been placed in the patient for greater than one week.